Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report: 3006705815-2018-00946, reference MFR. Report: 3006705815-2018-00947. It was reported the patient's scs system exhibited low impedance values. The patient's ipg could not be placed in MRI mode due to the anomalous impedance readings. Subsequently, surgical intervention was undertaken on (B)(6) 2018 during which the entire system was explanted in order to perform the MRI.